Event description:
The customer contacted baxter's technical service center regarding a connection issue, which occurred on the homechoice (hc) during use. The home patient (hp) said he threw up and ran to the bathroom. He forgot he was connected and the patient line came apart. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter followed up with the peritoneal dialysis registered nurse who stated that there had been no injury, hospitalization or diagnosis of infection as a result of this event.

Manufacturer narrative:
(B)(4). Per the baxter homechoice operator's manual, users are warned not to disconnect without proper procedures during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed.